Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not pass self test. Insulin pump had hardware low level failures error. There was crack on the piston. Customer was experiencing unknown high blood glucose which was treated with insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.